Event description:
According to user facility, pt was intubated and product was placed in use. According to reporter the device was in use and pt had just been mobilized when attached ventilator alarmed. Upon examination the pt's inspiratory pressure had increased and the tube appeared to be bent. The amount of time the product was in use was not reported. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.